Event description:
Dental implant placement carrier separates from dental implant whenever an attempt is made to remove the implant during the surgical procedure. The carrier fails to maintain its connection to the dental implant making retrieval of an implant that fails to seat properly in an osteotomy difficult or impossible resulting in the possible need to remove healthy bone and risk damage to vital anatomical structures to retrieve the failed implant. While a technique exists to re-attach the carrier to the implant to allow retrieval of an incompletely seated implant, the technique is undocumented in the manufacturer's surgical manual and requires the awkward, inconvenient, and use of additional hand-actuated instruments in sometimes inaccessible areas of the patient's mouth. The resulting flaw in the dental implant carrier design resulted in increased surgical time, increased intraoperative trauma to the patient's maxilla, and added stress and anxiety for the pt during the surgical procedure.